Event description:
A user facility reported to olympus, that the gastrointestinal videoacope had leaking from the bending section cover and reduce angulation function. Upon inspection and testing of the customer returned device, foreign debris was found in the nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section cover cut and leaking, objective lens adhesive worn out, distal end dented and deformed, connecting tube scratched, image guide protector scratched, suction cylinder shave and dirty, scope switches 1and 4 cut, protector of universal cord on control section and scope connector sides cut, angle wire, and angulation play does not meet specification, and water removal does not meet specification due to clogged nozzle. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.